Event description:
Per the clinic, the patient underwent a revision surgery on (B)(6) 2022 in order to reinsert the electrode due to incorrect placement of electrode array.

Manufacturer narrative:
This report is submitted on february 17, 2022.